Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Additional information: (B)(6) 2016 admission notes - a (B)(6) female patient presented with right renal mass; CT revealed right renal mass and multiple retroperitoneal acute dvt¿s involving the left common femoral vein. Hrct revealed acute pe. Patient will be admitted to start heparin infusion.

Event description:
According to the reporter, the patient had a known case of end stage renal disease and had an ultrasound which revealed large upper pole renal mass. A stent was inserted few months ago due to renal failure hoping to lower the creatinine, but she went into renal dialysis. CT scan obtained confirmed the presence of large renal mass with no invasion to surrounding structure or ivc. The patient had undergone dialysis one day pre-op and she was on subcutaneous heparin due to dvt and pe that was diagnosed on a CT scan. The procedure was a right laparoscopic radical nephrectomy. A 5 mm trocar was inserted in the subcostal region and one 12 mm trocar was inserted in the lower end of triangulation. Some adhesions were noted from previous cholecystectomy between the liver, kidney and surrounding structure. Adhesions were also noted at the ascending colon. All adhesions were taken using harmonic carefully not to injure the duodenum. Another 5 mm trocar was inserted in the xiphisternum to retract the liver. During the procedure, it was noticed that the patient was oozing every time the kidney was touched, without significant bleeding. The kidney was on the renal vein and renal artery. It was difficult to dissect between the renal vein and renal artery for which decision was made to call another surgeon for a second opinion. This doctor scrubbed in and it was agreed to take the whole hilium in one stapler. A vascular reload was used. After firing the device, the renal vein was seen opened and the clips were not seen on the renal vein. Bleeding started. Anesthesia was informed to call for backup and blood products. They tried to apply pressure and increased the pressure to 20 on the pneumoperitoneum. After two minutes decision was made to convert the procedure to open to control the bleeding. Through a subcostal incision using a blade, the skin, fascia and muscle were opened until reaching down to the peritoneum. Immediately, pressure was applied on the bleeding site. Omni retractor was applied. Another doctor and a cardiovascular surgeon were also called to scrub in. They tried to control the bleeding, but the patient was becoming hypotensive despite all the support given to the patient. She started to develop ventricular tachycardia and ventricular fibrillation. Dc shock was given by the anesthetist with chest compression. The doctor tried to control the renal vein tear, but the tear involved the ivc at the time of applying the satinsky clamp. A foley catheter was inserted in the proximal and distal ivc was done with balloon inflation to control the bleeding. A blood transfusion was required. Bleeding was controlled, but the patient was very fragile and decompensating. She went into cardiac arrest. CPR was started with chest compression and epinephrine. All the CPR measures were done by the anesthesia team. The patient did not recover and passed away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one roticulator single use loading unit. The event report alleges the product was used in a surgical procedure. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled as secondary conditions. The loading unit was loaded into the subject instrument for functional testing. The loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bowed anvil and buckled knife-bar assembly as secondary conditions may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Post market vigilance (pmv) led an evaluation of one single use stapling device. The event report alleges the product was used in a surgical procedure. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the patient had a known case of end stage renal disease and had an ultrasound which revealed large upper pole renal mass. A stent was inserted few months ago due to renal failure hoping to lower the creatinine, but she went into renal dialysis. CT scan obtained confirmed the presence of large renal mass with no invasion to surrounding structure or ivc.the patient had undergone dialysis one day pre-op and she was on subcutaneous heparin due to dvt and pe that was diagnosed on a CT scan. The procedure was a right laparoscopic radical nephrectomy. A 5 mm trocar was inserted in the subcostal region and one 12 mm trocar was inserted in the lower end of triangulation. Some adhesions were noted from previous cholecystectomy between the liver, kidney and surrounding structure. Adhesions were also noted at the ascending colon. All adhesions were taken using harmonic carefully not to injure the duodenum. Another 5 mm trocar was inserted in the xiphisternum to retract the liver. During the procedure, it was noticed that the patient was oozing every time the kidney was touched, without significant bleeding. The kidney was on the renal vein and renal artery. It was difficult to dissect between the renal vein and renal artery for which decision was made to call another surgeon for a second opinion. This doctor scrubbed in and it was agreed to take the whole hilium in one stapler. A vascular reload was used. After firing the device, the renal vein was seen opened and the clips were not seen on the renal vein. Bleeding started. Anesthesia was informed to call for backup and blood products. They tried to apply pressure and increased the pressure to 20 on the pneumoperitoneum. After two minutes decision was made to convert the procedure to open to control the bleeding. Through a subcostal incision using a blade, the skin, fascia and muscle were opened until reaching down to the peritoneum. Immediately, pressure was applied on the bleeding site. Omni retractor was applied. Another doctor and a cardiovascular surgeon were also called to scrub in. They tried to control the bleeding, but the patient was becoming hypotensive despite all the support given to the patient. She started to develop ventricular tachycardia and ventricular fibrillation. Dc shock was given by the anesthetist with chest compression. The doctor tried to control the renal vein tear, but the tear involved the ivc at the time of applying the satinsky clamp. A foley catheter was inserted in the proximal and distal ivc was done with balloon inflation to control the bleeding. A blood transfusion was required. Bleeding was controlled, but the patient was very fragile and decompensating. She went into cardiac arrest. CPR was started with chest compression and epinephrine. All the CPR measures were done by the anesthesia team. The patient did not recover and passed away.